Event description:
The pt had a 3-4 mm split in the catheter. The leak was subcutaneous and I do not believe there was any injury. The home health rn noticed the pt's arm start to swell when she was flushing. We were able to have the pt come back and remove it safely.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.